Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically capped replaced due to observations of pacing not delivered when required. A new epicardial lead was added to the system. No adverse patient effects were reported.